Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath, locator, and guidewire were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated and were inserted over the guidewire. The sheath and locator were found to have had a kink located at the blood inlet hole. The distal tip of the locator was also found to have been curved. No other signs of damage or deformation to the device were identified. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.

Event description:
The user facility reported that when the involved angio-seal device was inserted into the artery, resistance was felt. The assembly was rotated 90 degrees, but resistance was still felt; therefore, the device was successfully removed from the patient. A kink was observed in the tip of the locator assembly therefore the device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was a biopsy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was an 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury/medical or surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.